Event description:
Boston scientific crm received info that during an atrial lead revision procedure two months post implant, the device exhibited an elective replacement time (ert) message. The physician was unable to reset the message, so a new device was successfully implanted in the pt.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ert mode was still evident. However, the ert mode was able to be cleared and reset with the appropriate programmer. The device remained in ddd mode during the rest of testing. Microscopic and visual inspection reveal that there was a hole in the positive ventricular seal plug. It was also noted that there was a piece of wrench shaft broken off in the set screw hex slots of both of the ventricular and atrial set screws. In addition, these wrench shafts were also lodged and stuck in these set screw hex slots. The wrench shafts appear to have been twisted and broken off during the loosening of the set screw. Cross-sectional analysis indicated that all four set screws were over extended into the retainer cap. The returned hex shafts were broken off at full insertion depth. There was also evidence of rounding and gouging of the negative atrial hex slot.